Event description:
It was reported that during a tep inguinal hernia repair using the trocar balloon, the valve seal disengaged, leading to a rapid loss of abdominal pressure. The device issue occurred when trying to insert the mesh down through the trocar during the laparoscopic procedure. The surgeon was able to reattach the rubber seal to resolve the issue and complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.